Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. The device was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, broken belt clips slot and cracked case near the display window corners. Bleeding lcd glass was noted during visual inspection.

Event description:
Customer reported she was hospitalized for high blood glucose on (B)(6) 2014. Her blood glucose was 698 mg/dl when admitted. She experienced excessive thirst, urination, vomiting, and gagging. She was kept in the emergency room for a few hours until her blood glucose lowered, and then released. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. Customer did mention there was a leak a few days ago and the reservoir compartment was wet and smelled of insulin. The settings and history are correct. During the high pressure test, the second time customer only ran a three unit fixed prime instead of a five unit fixed prime. All the insulin went through. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's current blood glucose was 257 mg/dl. She treated with a manual injection. Nothing further reported.